Event description:
Caller reported patient blood glucose results of 360 mg/dl on compact plus system 1, 159 mg/dl on compact plus system 2 within about 1 minute. Reported no adverse event relative to discrepancy. A request was made for the return of the meter and strips, replacement sent.

Event description:
The customer reported an issue with their meter. Upon investigation, the meter was found to exhibit the memory overwrite malfunction. There was no report of death or serious injury.

Manufacturer narrative:
This medwatch is for compact plus system 2. Please see medwatch with (B)(4) for report on compact plus system 1.